Event description:
This patient in 1979 had a modified mastectomy for cancer and in 1980 had the same procedure performed on the other breast. In 1985 she had placed bilateral silicone breast implants placed. Since then she has experienced tremendous bring pain in the chest wall, myalgia and arthralgia of the fingers and she suffers from fatigue. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. Both implants were intactinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.